Event description:
Caller reported an issue with the incorrect time being displayed on their device. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in unusually high or low readings. The customer was assisted by technical support to update the pump time and was advised to monitor the situation, especially if the time discrepancy exceeds five minutes again.